Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that on (B)(6) 2024 in the interventional neuroradiology department, it was observed that the web was well in place inside the aneurysm, but it was impossible to release the web during embolization despite the use of three release handles and the advice of the sales representative present in the room. On removal, the web became detached in the microcatheter. A new web and microcatheter were used to complete the procedure. The patient is reported to be well.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the web implant separated from the delivery system and stuck within the distal section of the microcatheter, the proximal connector kinked at the brown lead wire joint, and the heater coil windings stretched and broken. The distal portion of the heater coil was found sticking to the implant tether. The device failed continuity and resistance testing due to the damaged proximal connector and heater coil windings. However, the heater coil pet and implant tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the proximal connector and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the proximal connector damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used with the web system during the procedure was found to have flattened areas along the distal section, which may have caused or contributed to the web implant separating during retrieval.